Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) and manufacturing representative regarding a patient receiving intrathecal therapy. Drug information was not provided. The indication for use was intractable spasticity. It was reported that erosion, blister at incision site, open wound, and yellow drainage occurred. On (B)(6) 2016, the patient had blister formation at the site, and the pump was protruding. On (B)(6) 2016, the skin broke open at the site. On (B)(6) 2016, the pump was removed. Another pump was being implanted on (B)(6) 2017 because the previous pump was removed due to erosion. An emergency pump was provided, and there was no finding of noncompliance. The existing catheter was left intact, but the manufacturing representative had no information regarding the catheter length/volume.